Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 486 mg/dl at the time of hospitalization. The customer reported that the insulin pump alarmed no delivery and they believe that the no delivery alarm caused the high blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The customer reported that they found a site occlusion. The customer reported that the site was bleeding. The customer's blood glucose was 251 mg/dl at the time of incident. The customer performed troubleshooting for no delivery. The insulin did exit. The infusion set will not be returned for analysis.